Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 18 years ago. Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after approximately 18 years of implantation. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.